Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes. Unknown batch: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes that the vacuum was too strong and caused the patient's vein to collapse. This occurred an unspecified number of times in pediatric patients who were low weight, dehydrated, or really ill. Samples were recollected. There was no other health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) blood collection tubes that the vacuum was too strong and caused the patient's vein to collapse. This occurred an unspecified number of times in pediatric patients who were low weight, dehydrated, or really ill. Samples were recollected. There was no other health impact or consequence reported.